Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the air hose was leaking during a procedure on an unknown date. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The investigation and performance test have confirmed that the inner tube is pulled down and thereby the hose is leaking. The review on the material and manufacturing documents has shown that the double tube has been made in accordance with the specifications. This also ensures that these products had undergone a 100% function check before they left the factory. It can not be reproduced which circumstances have caused this event.